Event description:
Customer reported that insulin pump has occurred battery out limit alarm and cannot be cancelled. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump received no button response due to j2/lcd unlock keypad connector. Unable to perform operating currents due to no button response. Unable to verify battery out limit alarm due to no button response. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. (B)(4).